Event description:
During resection of the left lobe of the prostate gland, it was visualized that the distal end of the resectoscope, i.e. The insulator portion, had become dislodged from the continuous flow resectoscope and was visualized within the bladder. The resectoscope loop was removed from the resectoscope sheath. A 0.035 extra stiff guidewire was placed through the sheath into the patient's bladder. The sheath was then removed. The extra stiff guidewire was backloaded through the 21-french rigid cystourethroscope, which was then placed over the guidewire into the patient's bladder. The flexible graspers were placed through the 2nd port of the cystourethroscope. Under direct vision, the dislodged portion of the resectoscope was grasped. This foreign body was able to be negotiated through the prostatic fossa and removed via the urethra. The guidewire was maintained within the bladder and secured to the operative drape as a safety guidewire. Upon inspection of the foreign body, a small portion was not present. The 21-french rigid cystourethroscope was replaced alongside the guidewire under direct vision and advanced into the patient's bladder. A small piece of the foreign body was identified within the prostatic fossa. Flexible grasping forceps were placed through the cystourethroscope and the piece of foreign body was grasped and removed. The end of the continuous flow resectoscope and dislodged foreign body was inspected to determine if it had been completely removed from the patient's bladder. Bleeding was present within the prostatic fossa. No obvious foreign body material was identified. Reason for use: transurethral resection of prostate.